Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 auto CPAP. The manufacturer received information alleging the device is noisy, white particles in device each morning. The user reset the machine and reported less noise, but the user contacted manufacturer on 09/20/2023 to report the noise is back and the user is still waking up to white particles in their mouth. Medical intervention was not specified. The patient required prescription medications, admitted to hospital, spell out what the intervention was. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported in reference to a dreamstation 2 auto CPAP. The manufacturer received information alleging the device is noisy, white particles in device each morning. The user reset the machine and reported less noise, but the user contacted manufacturer on 09/20/2023 to report the noise is back and the user is still waking up to white particles in their mouth. Medical intervention was not specified. The patient required prescription medications, admitted to hospital, spell out what the intervention was. Correction: the user contacted manufacturer on 07/20/2022 to report the noise is back... Corrected device problem code.